Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's primary system controller had holes in the black power cable approximately 16.5 inches from the controller and that there was fluid leaking from these holes. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a small pinhole on the system controller¿s black power cable was confirmed. The returned system controller (serial number (B)(6)) was observed to have a small pinhole on its black power cable approximately 16.5 inches from the controller¿s housing upon arrival. The system controller was functionally tested and was found to perform as intended, despite the damaged cable. The black power cable¿s jacket was opened near the pinhole, and a small amount of liquid was observed between the cable jacket and the shielding. The liquid may have entered through the pinhole, as fluid ingress was not observed throughout the rest of the cable. A log file was extracted from the controller during testing; however, the log file contained no atypical events, and the damaged power cable did not prevent the controller from operating as intended. The root cause of the damage to the system controller¿s cable was unable to be determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.